Event description:
The patient was being treated at home. In 2006, she was receiving an infusion through her implanted venous access system. Her mother noticed some blood near the portal site. The patient was brought to the hospital. When the dressing was removed, it was found that during de-access, the cannula had snapped. The needle and the cannula were removed and discarded. No surgical intervention was necessary to remove the cannula. No patient injury was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.